Event description:
Information received indicates an unintentional movement of the head section function up.

Manufacturer narrative:
The hill-rom technician replaced the patient side rail board and cable to repair the bed.